Event description:
The patient had a foley catheter placed during surgery. The following day the nursing staff reports patient complaining of bladder pressure and spasms in the afternoon. The foley catheter was draining for the night and day shift rn's. The nurse states she manipulated the foley tubing, moving it around from side to side. The foley drained 900cc's of clear yellow urine. The nurse changed the foley collection bag, leaving the original catheter in place. There were no further problems with drainage. Foley continued to drain clear yellow urine without sediment for the remainder of the time the catheter was in place.